Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of post-paced t wave oversensing were observed on the right ventricular channel. Reprogramming the device resolved the issue and the patient is in stable condition.